Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the retuned unit did not confirm the reported issue; the alarm powers on. However, the battery springs are bent. The alarm sounds as it should but when rj-11 cable on the sensor is wiggled, the alarm will sound continuously. The unit passes all other functional tests. The aqualert water indicator label shows moisture exposure. (B)(4).